Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. Upon receipt of the device, the implant coil already detached and found to be damaged and stretched. The axium pushwire was found to be broken in two segments which were not retained together by the release wire. The tack weld replacement (twr) crimp was found to be intact with a bend at the proximal end. The break indicator was found to be missing. The pushwire was found to be intact at the manual detachment location (via hypotube). In addition, the distal pushwire segment was found bent at several locations from its proximal end. Based on the reported information and analysis we are unable to definitively determine the cause of premature-detachment. It is possible that the implant coil became damaged and detached during repositioning. All parts of the pushwire that could affect the detachment were found to be within specification. Note: the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received a report of one axium 3d coil that prematurely detached inside the microcatheter during treatment of a left carotid cavernous fistula. The patient anatomy was moderately tortuous. The physician attempted to deploy the coil but it did not form a loop and it went straight to venous side of the fistula. The physician withdrawn the coil in catheter. When the physician attempted to push the coil out of the microcatheter, it detached inside the microcatheter. Subsequently, both microcatheter and coil were removed from the patient. The patient was successfully treated with other coils. No patient injury reported as a result of the procedure.